Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker complained of chest pain, however, all the lead numbers were stable. Moreover, both leads were repositioned but patient still has some pain. Additional information received indicating that the patient symptom was not attributed to the lead and device. There were no further actions taken. No additional adverse patients effects were reported. This supplemental report is being filed because coding has been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker complained of chest pain, however, all the lead numbers were stable. Moreover, both leads were repositioned but patient still has some pain. Additional information received indicating that the patient symptom was not attributed to the lead and device. There were no further actions taken. No additional adverse patients effects were reported.